Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler during treatment. Upon removing the tubing set, fluid was found leaking into the cycler. Pt had no ill effects. As of this writing, sample has not been returned to the manufacturer.